Manufacturer narrative:
No complaint received with the return of the device. Failure event observed during analysis. Final analysis found that the a partial lead was returned in two pieces. An external abrasion which breached the outer insulation was noted at 31.7 cm to 31.9 cm from the distal tip external abrasions were also noted at 8.2 cm to 8.3 cm and at 8.5 cm to 8.6 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.